Manufacturer narrative:
Philips service replaced the rotor controller and restored the system to specification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a 'lt low load fluoro' message was generated due to a rotor controller error on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.